Manufacturer narrative:
Upon follow-up, it was reported that treatment with magnex forte injection was discontinued. Four days after magenx was discontinued, treatment with vancomycin injection and meropenem injection were discontinued. On the same day, the patient was treated with levoflaxin infusion (100ml, intravenous, once daily) and amikacin injection (250mg, intraperitoneal, once daily, ongoing). Ten days after admission to the hospital, the patient was discharged from the hospital. Three days after discharge, the patient passed away. The cause of death was unknown. It was reported that an autopsy was not performed. At the time of patient death, the patient was recovering from peritonitis. Pd therapy was ongoing till patient death. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 4th day, ongoing) and magnex forte injection (1.5gm, intraperitoneal, once daily, discontinued after 2 days) for peritonitis. Two days after peritonitis diagnosis, the patient was treated with meropenem injection (500mg, intraperitoneal, three times a day, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.